Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm found the helium regulator was leaking at the fill assembly. The stm replaced the fill assembly. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) helium tank empties in one day with the iabp not in use. There was no patient involvement, and no adverse event reported.